Manufacturer narrative:
(B) (4). To date the incident sample has not been received for evaluation. If the sample is received or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that when the generator was turned on, smoke and a burning smell occurred from the generator. The generator was removed and the radio frequency ablation procedure was completed without problem with another generator.